Event description:
After an implantation period of approx. 136 months, it was reported that the device is no longer interrogative. The pacemaker was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The device could be interrogated properly. During initial interrogation a warning message was displayed on the programming device indicating an invalid memory content of the pacemaker and that the device activated the eri battery status. Analysis of the devices memory content revealed an invalid memory content detected by the device on july 21, 2022 which resulted in the activation of the safety backup mode. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. In the safety backup mode, to ensure patient safety, pacing parameters are chosen to cover the widest patient population, which can lead to a higher current consumption draining the battery. In addition, device data showed a slight increase in battery impedance. Therefore, the device was opened and the battery was disconnected from the electronic module and sent to the battery manufacturer for further analysis. The battery analysis is currently ongoing. As soon as the analysis results are available, this report will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The device could be interrogated properly. During initial interrogation a warning message was displayed on the programming device indicating an invalid memory content of the pacemaker and that the device activated the eri battery status. Analysis of the devices memory content revealed an invalid memory content detected by the device on (B)(6) 2022 which resulted in the activation of the safety backup mode. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. In the safety backup mode, to ensure patient safety, pacing parameters are chosen to cover the widest patient population, which can lead to a higher current consumption draining the battery. In addition, device data showed a slight increase in battery impedance. Therefore, the device was opened and the battery was disconnected from the electronic module and sent to the battery manufacturer for further analysis. Analysis of the battery showed no indication of a malfunction. All electrical parameters of the battery were proven and found to be normal and as expected according to the load profile of the battery during service time. In conclusion, the device could be interrogated properly. The battery was found depleted in accordance with the displayed eri battery status, which resulted from high current parameters while the device was operating in the safety backup mode. The safety backup mode was activated as a result of the detection of an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. Analysis of the pacemaker did not reveal any sign of a material or manufacturing problem.